Event description:
Reporter alleged that the lancet needle from the softclix plus lancet system used in finger-stick blood glucose testing does not fully retract after use and protrudes out from the cap. The location of the alleged incident was not provided. As a result, no actions were taken and no treatment was rec'd. A request was made for the return of the suspect product and replacement product was sent. Softclix plus system: softclix plus lancet device catalog number 04628349001 and softclix plus lancet kit catalog number 500786.

Manufacturer narrative:
The suspect product is the softclix plus lancet.